Event description:
The user was implanted with the concerned device in july 2022. In november 2022 a re-positioning surgery was done because the user was not able to wear his glasses and the audio processor at the same time, since the coil of the implant was positioned in front of the pinna. During this surgery the electrode array migrated out of the cochlea and therefore the surgeon had to re-insert it back into the cochlea. After the repositioning surgery the user noticed a decrease in hearing performance with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: based on the received information from the field, the device did not provide sufficient benefit due to a migration of the active electrode out of cochlea. In addition, the recipient underwent a re-positioning surgery because the recipient could not wear glasses and the audio-processor at the same time. During this surgery the electrode backed out of the cochlea but was successfully re-inserted. Further in situ measurements whilst implanted and during explant investigation show one channel with hi status likely due to a minor damage to the active electrode, however an exact location of the damage could not be determined during investigation. This is a final report.

Event description:
The user was implanted with the concerned device in (B)(6) 2022. In (B)(6) 2022, a re-positioning surgery was done because the user was not able to wear his glasses and the audio processor at the same time, since the coil of the implant was positioned in front of the pinna. During this surgery the electrode array migrated out of the cochlea and therefore the surgeon had to re-insert it back into the cochlea. After the repositioning surgery the user noticed a decrease in hearing performance with the device. It is considered to carry out further x-ray imaging.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.